Event description:
It was reported that the pt was treated with a radio frequency device on her face and submandibular areas. The pt tolerated the treatment, showing no signs of discomfort. During the treatment intense erythema and localized swelling at the right submandibular area was noted, no blister formation was seen, however the area was glistening and superficially abaded. Pt was advised to use antibiotic cream. Three days post treatment during a f/u visit, the pt presented with a "superficial partial thickness burn"/"ulcerated wound with erythematous borders" on the right submandibular area (approx size of a quarter). Status on if the pt has healed is unk at this time. No system errors were noted during the treatment.

Manufacturer narrative:
The tip used during the case was returned and evaluated. The results showed the tip was free from defect. The technical user's manual list burn as a possible adverse pt reaction. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device.